Manufacturer narrative:
D8 - updated. H3 and h6 ¿ updated. No sample was received. However, two photographs were received. These images show two crescent-shaped splinters, mostly made of plastic, along with a very small, rounded, opaque particle. The customer complaint was confirmed through provided photo. However, it cannot be determined whether the particles are located outside or inside the cassette. The device history file was reviewed. There were no non-conformities were identified that may have contributed to the reported complaint. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there were particles in the 50 ml grey cadd cassettes. These cassettes are used by integradose for delivery of the controlled substance fentanyl citrate. Staff has identified these particles as ¿2 crescent-shaped slivers, mostly plastic in nature, and one very small roundish and opaque particle.¿ these particles are similar to those they have been seeing at integradose. The event occurred during visual inspection so there was no patient involvement.